Manufacturer narrative:
The insulin pump was received with all operating currents are within specifications and passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement. However, the insulin pump had cracked case at the display window corners, cracked display window, cracked belt clip slot and minor scratched lcd window. The insulin pump also had partially broken reservoir tube lip however a test reservoir was installed and did lock in place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized from (B)(6) 2015 to (B)(6) 2015 with high blood glucose level over 600 mg/dl and from (B)(6) 2015 to (B)(6) 2015 with blood glucose level of 380 mg/dl. The customer stated he experienced urination, thirst, abdominal pain, nausea and vomiting. The causes of the hospitalizations were diabetic ketoacidosis, pancreatitis, anemia, acute renal failure, diabetic neuropathy, hypokalemia, hyponatremia and volume completion. The customer has stopped using the insulin pump less than 20 minutes prior to the hospitalization. The customer also reported that the threads inside the reservoir compartment were braking. Blood glucose value was 180 mg/dl. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.